Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer has instrument orientation issues on universal surgical manipulator (usm) 3. Site used a vessel sealer extend instrument and then needle driver instrument and both instruments did the same thing. Site restarted system with no change. Site put in a suction irrigator instrument, and it is working normally. Technical support engineer (tse) advised site to reseat the adapter when they change out instrument again. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument moved in an unintended direction. When attempting to move left, it would move right, and when attempting to move right, it would move left. The timing of the instrument was appropriate. There was no shakiness or friction. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The vessel sealer worked appropriately in other arms and the suction irrigator worked as well. To resolve the issue, the site called technical support, restarted the system, re-applied the drape, and completed the case with the vessel sealer in another usm. There was no harm or injury to the patient. The instrument was inspected prior with no noted damage. The issue occurred just after the system was docked at initial use of the vessel sealer.